Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutfx-34, serial/lot #: (B)(4), ubd: 30-jul-2024, UDI#: (B)(4). Product analysis: the dcs and valve were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve dislodged into the ascending aorta. The valve was fully recaptured without incident. While repositioning the delivery catheter system (dcs) for a second implant attempt, it was noted that the sinuses of valsalva were not properly filling with contrast to identify the aortic annulus under fluoroscopy. The system was withdrawn from the patient. An aortogram was performed, which revealed that the patient had an ascending aortic dissection. The patient subsequently became hypotensive and emergent open heart surgery was initiated for a surgical valve replacement and ascending aorta repair. The cardiothoracic (CT) surgeon confirmed the dissection upon opening the chest. Upon reviewing fluoroscopic imaging from the deployment attempt, the physician noted that the inflow of the valve may have been scraping the intima of the ascending aorta after the valve dislodged and before recapture, thus causing the dissection.

Manufacturer narrative:
Updated h1 - type of report to "death". Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that no apparent patient anatomy that was noted as contributing to dislodgement or dissection. Of note, a pre-implant balloon aortic valvuloplasty (bav) was not performed. The patient initially survived the open-heart surgery, however died 14 days later.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported as a result of the dissection, cardiac tamponade ensued, requiring cardiopulmonary resuscitation (CPR), rapid cannulation and cardiopulmonary bypass. Following replacement of aortic valve with a 25mm medtronic freestyle graft, and aortic root replacement of ascending aorta with 28mm gelweave vascular graft, the patient was transported to cardiac intensive care unit (ICU). The patient did well overnight and was hemodynamically stable without significant bleeding. Sedation was then weaned off. It was apparent that the patient was not moving the right side. An magnetic resonance imaging (MRI) scan showed multiple small infarcts. The patient improved to the point where the patient could be extubated. The patient initially tolerated extubation and was transferred to the ward. Discussion was taken with the family and it was felt that team would continue support but not reintubate or perform cardiopulmonary resuscitation (CPR) if required. The patient developed worsening respiratory status and acute encephalopathy. After discussion with the family, patient was placed on comfort care measures. The patient died as a result of respiratory failure.

Manufacturer narrative:
Conclusion: images were received for review. Imaging shows that the 34mm evolut fx bioprosthetic valve did dislodge at 80% into the ascending aorta and was then recaptured as reported. However, the ¿aortogram, that revealed the ascending aorta dissection¿ was not provided for review. There was no imaging showing an aortic dissection. The inflow of the 34mm fx bioprothesis valve was 34mm. An image of the sinotubular junction shows the average measurement was 31mm. In the dislodgement, the outflow was fully expanded and in this case, moved toward the ascending aorta. This suggests that this event of aortic dissection was potentially due to the user mis-sizing the valve to the patient¿s anatomy, in which the valve dislodged and led to the valve scraping the intima of the ascending aorta, causing the dissection and then ultimately to the patient death due to respiratory failure as a result of the subsequent injury caused by the aortic dissection. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. Procedural images were provided for review. The cine run provided shows that the 34fx medtronic bioprosthetic valve did dislodge at 80% into the ascending aorta then was recaptured as reported. The ¿aortogram that revealed the ascending aorta dissection¿ reported in the event description was not provided for review. There is no imaging showing an aortic dissection. A medical safety assessment was completed. Based on the information provided, the aortic dissection and subsequent patient death were most likely related to the dislodgement of the valve (which was recaptured and removed from the patient). The primary and cascading events are not unexpected and therefore do not require further actions to be taken. It was reported that at 80% deployment, the valve dislodged into the ascending aorta. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that an aortogram was performed which revealed that the patient had an ascending aortic dissection. Vascular complications, such as dissection, are a known potential adverse patient effect per the evolut fx system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/ or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that upon reviewing fluoroscopic imaging from the deployment attempt, the physician noted that the inflow of the valve may have been scraping the intima of the ascending aorta after the valve dislodged and before recapture, thus causing the dissection. There was no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. The patient subsequently became hypotensive. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case, the hypotension is likely due to the reported dissection. As a result of the dissection, cardiac tamponade ensued. Cardiovascular injuries, such as cardiac tamponade, are known potential adverse patient effects per the evolut fx system IFU, and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. Stroke is a known potential adverse effect per device IFU. There is no information to suggest that a device malfunction or a failure to meet manufacturing specifications was related to these events. A device history record (DHR) review was performed on the dcs and there were no correlations/ issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The DHR review did not show any findings related to this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.